Event description:
Patient scheduled for an esophagogastroduodenoscopy (egd) procedure. Dr. [Name redacted] attempted to use an endoscopy banding supply and it malfunctioned. He requested another package to be opened, attempted to use it and it malfunctioned. Per dr. [Name redacted] request, the identification stickers from both products and the products were placed in a bag and given to [name redacted] to send back to the company for credit/investigation into why they malfunctioned.